Event description:
It was reported that the physician had difficulty positioning the lead as the "stylet [became] bent on [the] lead." The lead was unable to advance and was not used. It was noted that the patient recovered without sequelae. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Analysis of lead model 3777-60, lot # v815808036 determined no anomaly was found. A known good stylet was able to be fully inserted and removed from the stylet coil without damaging the stylet or lead. The continuity was acceptable and there were no shorts between circuits. Analysis of the stylet accessory lot # unk determined the stylet was bent 13 cm and 15 cm from the distal end.

Manufacturer narrative:
Stylet: model: neu_stylet_acc, lot# u.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.